Event description:
(B)(4). On (B)(6) 2016, I had a laparoscopy assisted vaginal hysterectomy, my uterus, cervix, both fallopian tubes along with essure and one ovary were removed. Thank you FDA for not putting an end to this, thanks to you and bayer I no longer have the above mentioned organs. Do yourself a favor and pull essure off the market before it's too late, before more woman die or are permanently damaged. How many more reports/issues/complaints do you guys need? Or do you guys prefer sending all of our organs to your office? What would it take for you guys to open your eyes and realize essure is not only a piece of coil, but it's also a piece of crap. What is the point of medwatch? If you can remove soap from the market why not essure?

Event description:
(B)(4). I had essure on (B)(6) 2013 at planned parenthood in (B)(6). Since then I started having pelvic pain and up to date (B)(6) 2016 I am now diagnosed with chronic pelvic pain. I have had the following side effects ever since essure: sharp/stabbing pelvic pain, ovarian cysts, endometriosis, hot flashes, pelvic inflammatory disease, night sweats, painful intercourse, long menstrual cycles, abdominal spasms/fluttering, chronic pelvic pain, dizziness, headaches, anxiety attacks, mood swings, depression, anemia, sleep apnea, hair loss, thyroid nodule, weight gain, as a results of weight gain my breast size increased causing back problems and resulting in having a breast reduction on (B)(6) 2016. I had a laparoscopy on (B)(6) 2016, and was being treated for endometriosis. On (B)(6) 2016 I had a cystoscopy. And numerous vaginal and regular ultrasounds. I also had a biopsy on a thyroid nodule which I have to repeat every year now. Abnormal pap smear, and in the process of being referred to a cardiologist and to another obgyn for a hysterectomy.

Event description:
#Medwatcher #followup2 #FDA mw5063271 #(B)(4). I am (B)(6) and now on menopause! Thanks essure and bayer and a huge thanks to the FDA for continuing to allow this horrible device. Thank you.